Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 930030, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module, referred to as module 3. The initial result on module 5 was 94 mol/l. The sample was repeated by mistake on module 3, and the result was 75 mol/l. On (B)(6) 2026, the result on module 5 was 92 mol/l. Another repeat result on (B)(6) 2026 on module 4 was 91 mol/l. The result of 75 mol/l was considered to be questionable as it did not match the patient's clinical history and was not released outside of the laboratory. The other results are considered to be correct.